Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm in 2017. Recently, on an unknown date, it was reported that the patient presented at the hospital with occluded endograft with bilateral limb ischemia. Re-intervention was performed on (B)(6) 2018 at a hospital not affiliated with endologix; therefore, no information could be obtained regarding the secondary procedure.